Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to systemic infection. Additional information indicated that the plan was to treat patient with antibiotics. There were no additional adverse patient effects reported. This rv lead remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.